Event description:
It was reported that the battery of this insertable cardiac monitor (icm) device was suspected to be depleting prematurely. The patient also reported a vibration sensation on their chest. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. The replacement procedure was scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that data analysis was performed again, and pbd was confirmed. The voltage appears to have dropped steadily over the implant duration. No adverse patient effects were reported. The device remains in service. Additional information received indicates this device was explanted and replaced by a non-boston scientific product. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) device was suspected to be depleting prematurely. The patient also reported a vibration sensation on their chest. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. The replacement procedure was scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that data analysis was performed again, and pbd was confirmed. The voltage appears to have dropped steadily over the implant duration. No adverse patient effects were reported. The device remains in service. Additional information received indicates this device was explanted and replaced by a non-boston scientific product. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.